Event description:
Meter was reading inaccurately high. The patient performed several comparisons of patient's meter to other meters, which are invalid. Patient obtained a result of "19.0 mmol/l" on his meter. Patient visited the diabetes clinic and tested on their meter; the result was "4 points lower". Patient was advised to visit the hospital to have patient's meter checked out. At the emergency room, patient received a "hi" on patient's meter and "11.2 mmol/l on the hospital meter. The patient reported no symptoms at the time of testing so patient went home. One or two days later, the patient visited physician, where the patient was taken off oral medications and was prescribed insulin. This was based on lab tests that had been performed earlier. Later that month, the patient reported testing blood sugar at 10:00 p.m.,obtaining a result of "18.1 mmol/l". Patient took 60 units of insulin based on this result, patient then tested at 12:00 a.m and "28.9 mmol/l patient went to the hospital at 12:30 a.m. And obtained a result of "13.2 mmol/l" on a hospital meter. The comparison of one meter to another is invalid. During this same week, it is unclear if before or after, the second hospital visit, the patient took patient's meter to the pharmacy, where it was discovered that the meter was set to the wrong unit of measurement. The patient stated patient had not entered the set up mode to make any changes. Due to a spontaneous/intentional power interruption, the meter reverted from the "mmol/l" to "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. There is , however, no indication that this led to a serious injury, the patient was consistently obtaining high blood glucose results on both patient's meter and the hospital meters and patient's medications were increased based on lab results not on meter results. A replacement meter has been sent to the patient.